Event description:
It has been reported to philips the device etco2 sill doesn't read continuously. No patient involvement.

Manufacturer narrative:
Updated short description originally provided on MFR report number 3003832357-2024-00362.